Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that rotawire became separated. The 100% stenosed target area was an in-stent restenosed vessel located in the moderately tortuous and severely calcified mid right coronary artery. A 325cm rotawire and a 2.15mm rotaburr were selected for use. During procedure, after passing the rotawire through, dilation was performed with a 1.0x5 non bsc balloon catheter. Then, the physician tried to insert ivus; however, it was unable to cross due to calcification. Due to severe calcification, rotablation was performed. After ablation by 1.75mm, a burr of bigger size was used so ablation was performed by the 2.15mm rotaburr. During ablation by the 2.15mm rotaburr, there was a speed decrease of 16,000rpm. When inserting a non bsc micro catheter to remove rotawire, it was noted that the rotawire became separated. Consequently, the separated part was completely removed by a non bsc micro basket and the procedure was completed with another device. Also, a stent was deployed on the lesion as normal treatment strategy and not for bailout. No further patient complications were reported and patient was good post procedure.